Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that in the middle of the night on (B)(6) 2021, she received a ¿replace sensor¿ message on the adc freestyle libre sensor however, she received a scan of ¿lo¿ at 4:59 am. The customer further reported experiencing a loss of consciousness and was unable to self-treat. The customer had contact with the paramedics who obtained a blood glucose result of 2.4 mmol/l and the customer was treated with glucose liquid and gel. A post-treatment reading of 2.6 mmol/l was obtained on the hcp meter and additional treatment of glucose via IV was administered. No further information was provided. There was no report of death or permanent impairment associated with this event.